Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported from information obtained from follow-up with the clinic that the clinician thought the pacing was normal and the left ventricular (lv) lead thresholds were high but suitable.

Event description:
It was reported that the patient presented due to a reported heart rate in the thirty to forty beats per minute range. An interrogation of the cardiac resynchronization therapy defibrillator (crt-d) noted a lower pacing rate of sixty beats per minute. High thresholds were also noted on the left ventricular (lv) lead. The crt-d and lv lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 6935m62 lead implanted (B)(6) 2013; 383059 lead implanted (B)(6) 2013; 97702 pain stim ipg implanted (B)(6) 2020; 977a260 pain stim lead (x2) implanted (B)(6) 2014. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.